Event description:
The following information was provided: pt was admitted to the merer with a dislocated hip. Pt had history of a bipolar hip. When ER tried to reduce the hip the bipolar shell and femoral head became separated. Pt was brought to the or and head and shell were replaced.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.